Event description:
Reporter indicated that the pt was doing well with the device, then went into status. The pt was admitted to the hosp as a result of going into status. Depakote and anti-depressants were prescribed, then keppra was also prescribed. The pt's family member believes that putting the pt on keppra made things worse as she feels that the pt does better on lamictal. The pt's device was programmed to off in 4/2002. It was reported that most of the status was non-convulsive. The pt was admitted to a nursing home after the visit to the hospital. Attempts to obtain additional info have been unsuccessful to date.